Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a pre-infusion of chemotherapy the clinician noted there was increased pressure in the drip chamber. The rn released the air vent cap and chemo was pouring out of the bag through the air vent. There was no patient harm.